Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention and medical device removal. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, after the posterior spine fusion surgery, the surgeon recognized that the screw of the viperprim system was cut out due to the loose tensioning under x-ray. There was less than thirty (30) minutes surgical delay and there was no adverse consequence to the patient. This complaint involves one (1) device.

Manufacturer narrative:
(B)(4).